Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 557 mg/dl. The customer was treated with manual shot for high blood glucose level. Customer declined to the troubleshooting for high blood glucose level. Customer also reported infusion set was leak at the site. Customer stated insulin pump was not dropped with set in place. The insulin pump will not be returned for analysis.